Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had issues with "focusing, glare and clarity." The iol was exchanged for a monofocal lens due to "dysphotopsia" approximately ten months after the initial implantation. Additional information has been requested.

Manufacturer narrative:
Additional information provided in b.6., d.11. The manufacturer internal reference number is: (B)(4).